Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol composix kugel device may have caused or contributed to the reported event. The attorney alleges the patient underwent an additional surgery due to the mesh protruding through the skin and to remove the device. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2009: the patient underwent a hernia repair. During the procedure a bard/davol composix kugel was implanted in the patient's abdomen intending to repair the hernia(s) from which the patient suffered. On (B)(6) 2015: the patient experienced some pain in their abdomen on or around the location of their prior hernia repair, and observed that the hernia was bleeding and that the implanted mesh was protruding through their skin. The patient immediately went to the hospital for evaluation, and was subsequently scheduled for an exploratory laparotomy and excision of the mesh. The mesh was subsequently fully removed from the patient's body during that procedure. Ni/ni/ni: since that procedure, the patient has undergone subsequent medical treatment to treat and correct the problems caused by the mesh and the patient's treatment remains ongoing. The patient suffered severe and permanent injuries, both externally and internally to their person and lost the chance of recovery. The patient became disabled from these injuries and will remain so in the future, and further, the patient suffered great physical pain and mental anguish, and will continue to so suffer in the future.